Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received, the recipient was explanted due to cerebro spinal fluid (csf) leakage and post-operative meningitis. The first is a possible undesirable side effect of cochlear implantation, however, the reported anatomical condition (i.e. Mondini dysplasia) likely contributed to the leakage. Such cochlear malformation alone is known to bear the risk of meningitis even without a history of otosurgery, which might further increase this risk. A review of the device_s sterilization records confirms that proper sterilization was applied at the time of manufacturing. This is a final report.

Event description:
In (B)(6) 2022 the user began experiencing a runny nose. A corrective surgery was performed to address the leakage of cerebrospinal fluid, but the issue resurfaced in (B)(6) 2023. Furthermore, the user had an episode of post-operative meninigitis after implantation. The surgeon successfully sealed the leak and removed the implant. The issue was reportedly resolved after the explantation. The user will not be reimplanted.

Event description:
In (B)(6) 2022, the user began experiencing a runny nose. A corrective surgery was performed to address the leakage of cerebrospinal fluid, but the issue resurfaced in (B)(6) 2023. Furthermore, the user had an episode of post-operative meninginitis after implantation. The surgeon successfully sealed the leak and removed the implant. The user will not be re-implanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.